Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of external power event was confirmed via log file analysis. The mobile power unit (mpu) (serial number unknown) was not returned for analysis. On 11sep2025 the submitted log file captured power cable disconnect, low voltage hazard, and no external power alarms consistent with a loss of ac power while connected to the mpu. The backup battery activated as intended and pump function was not interrupted during this event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for the mobile power unit were unable to be reviewed due to the serial number being unavailable. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power, power cable disconnect, and low voltage alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange. Log files from the backup controller were sent for review. The log file captured an occurrence of when the mobile power unit (mpu) lost power on (B)(6) 2025. A backup battery fault that resolved was also captured on (B)(6) 2025. The log file also captured the controller replacement and powered down on (B)(6) 2025. At the start of the log file, the pump was functioning as intended.